Manufacturer narrative:
Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead was performed.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from a histologist with no additional information. Further review of the manufacturer¿s database indicated the patient died approximately ten months post implant of the ICD and approximately three years ago.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD)  implanted: 2010 (B)(6); 694958 implantable tachy lead implanted: 2005 (B)(6). (B)(4).

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.